Event description:
It was reported that the customer had "no delivery" alarms, troubleshooting was performed. The self-test passed. Assisted family member with reprogramming the device. Later, the customer's spouse called and stated that pt was hospitalized for high glucose level. Testing was performed and pump worked properly. It was mentioned that the customer wears the soft-set and uses an area on his stomach. Advised spouse to try a different area to insert the infusion set.